Event description:
It was reported that the ilert user experienced low glucose episodes after announcing meals and had begun announcing most meals as smaller than consumed; troubleshooting included advising a factory reset of the pump, which the user planned to perform at the next supply change, and treatment of a recorded low glucose of 68 mg/dl with oral glucose. Symptoms included hypoglycemia. Outcomes included serious injury and the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to incorrect size meal announcements, and an incorrect procedure or method associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.